Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. No unresponsive keypad noted during testing. The pump passed the self test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor, or force sensor. Upon removing keypad overlay, no moisture or physical damage was noted on keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. The alleged unresponsive keypad was not confirmed during analysis. However, customer's alleged cosmetic damage was confirmed when missing display window/cover and cracked keypad overlay were noted. Unit was also received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the numbers are worn off on the keypad and cannot be seen, the screen was hard to see, and the buttons were sticky. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.